Event description:
It was reported that the patient presented to the emergency department with symptoms of dizziness and diaphragmatic stimulation. Interrogation of the implantable cardiac resynchronization therapy pacemaker (crt-p) revealed that the device was in safety mode. The patient was hospitalized and subsequently experienced two pauses in pacing, the first pause was 14 seconds and the second was 10 seconds. Replacement of the crt-p occurred the following day without complication. The device is expected to be returned to boston scientific for analysis.

Event description:
It was reported that the patient presented to the emergency department with symptoms of dizziness and diaphragmatic stimulation. Interrogation of the implantable cardiac resynchronization therapy pacemaker (crt-p) revealed that the device was in safety mode. The patient was hospitalized and subsequently experienced two pauses in pacing, the first pause was 14 seconds and the second was 10 seconds. Replacement of the crt-p occurred the following day without complication. The device was returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets <<occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.